Manufacturer narrative:
(B)(4). Cartridge lockout, incomplete, interrupted firing. The analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic urinary organ procedure, the device was used on the renal veins. After the first firing, the acral parts of the target tissue were not cut and deployed staples were unformed. As the deployed staples were unformed, a small amount of bleeding occurred. Additional suture was performed and no transfusions were required. Reinforcement product was not used. There were no adverse consequences to the patient. After the operation, the sales rep watched the operation video with the doctor. The sales rep explained that it had a possibility the firing trigger might have been not fully grasped.